Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between january 09, 2018 - january 10, 2018. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, and the top end of the fill port tubing was observed detached from the inside of the bag and protruding outside in back of the bag. While filling the bag, water was observed flowing out the top of the fill port outside the back of the bag. The reported problem was verified. The cause of the condition was due to a defective component from the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, and the top end of the fill port tubing was observed detached from the inside of the bag and protruding outside in back of the bag. While filling the bag, water was observed flowing out the top of the fill port outside the back of the bag. The reported problem was verified. The cause of the condition was due to a defective component from the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.